Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Hospital reported t.w. Power supply s/n (B)(6) would not turn on. No indication that it was being used during case when it was discovered to be non functioning.

Manufacturer narrative:
(B)(4). Corrected sections: h6--health effect ¿ impact codes corrected from "2199" to "2645" h4--manufacture date corrected from "11/01/2019" to "09/17/2020" the reported device is an OEM device. The certificate of conformance was reviewed for the serial # h19110052g. The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.